Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro vh-3500 jaws cracked but remained intact and did not dislodge. The power was set to 3. Nothing was left in patient. A new device was used to complete the procedure with no issues. There was no delay. There was no patient harm. Per photo provided by the complainant, it is observed a piece of the silicone is broken off from the jaws of the device. There is evidence of blood observed on the device.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from (B)(4). D4-- catalogue # and model # corrected from "vh-4000" to "vh-3500". The device was returned to the factory for evaluation on 09/16/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The gray silicone insulation on the hot jaw was observed to be intact. The heater wire was observed to be intact. The gray silicone insulation on the tip of the cold jaw was observed to be peeled and detached from the cold jaw, exposing the cold metal jaw tip. No other visual defects were observed. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the gray intact hot jaw insulation and the intact heater wire. The gray silicone insulation on the cold jaw was observed to be peeled and detached from the cold jaw, exposing the cold metal jaw tip. The detached silicone was not returned for evaluation. No other visual defect. Based on the photographic evaluation, as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000380475 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.